Event description:
Device issue: separated shaft. Time of device issue: during the procedure. Adverse event: medical intervention. It was reported that after the 3.0 x 8 xience v stent was implanted in the calcified right coronary artery, the shaft of the delivery system broke in the guiding catheter upon removal of the delivery system from the pt and was retrieved with a snare. A 2.5 x 23 xience stent was then inserted in the target lesion, but became stuck on calcium. After a balloon dilatation catheter was inserted next to the stent delivery system and inflated, the stent delivery system was able to be removed from the pt. There were no adverse pt effects reported. There was no add'l info provided.

Manufacturer narrative:
(B)(4). (B)(4). The device has been rec'd; however, the investigation is not yet complete. The other xience v (1009539-23, 0011641), is being reported under a separate medwatch report number.